Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the distal right coronary artery with moderate calcification and moderate tortuosity that was 90% stenosed. Dilatation was performed using a 2.75 x 12 mm trek balloon catheter. Although resistance was met with the anatomy during advancement, the balloon catheter reached the target lesion. Then after the balloon was inflated one time, it ruptured at approximately 10 atmospheres. The balloon catheter was removed and a non-abbott balloon catheter was used to complete dilation. The procedure was successfully completed with an unspecified drug-coated balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.